Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : finished goods DHR 7996822 review: product code 150610003, work order (B)(4) was manufactured on 07-oct-2014. (B)(4) parts were manufactured per specification and all raw materials met specification. Scrap: 1 part from this lot was scrapped. Scrap code a025 (casting defect). There is no correlation between this scrap reason and the failure mode of the complaint. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot. Casting DHR 7957838 review: (B)(4) parts were manufactured per specification and all raw materials met specification. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: 1 nonconformance is associated with this lot. Nc-043204 is related to issue with hip cycle a5-11367. There is no correlation between this non conformance and the failure mode of the complaint. Casting DHR 7957839 review: (B)(4) parts were manufactured per specification and all raw materials met specification. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a primary right attune tka to treat severe advanced osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat progressive pain secondary to aseptic loosening. Upon entering the joint, the surgeon identified femoral adhesions. There was significant femoral osteolysis surrounding the femoral component. The femoral component was loosened at the cement to bone interface and revised. The tibial tray was loosened and debonded at the cement to implant interface and revised. There were adhesions on the patella button and the patellar button was revised. There was no reported product problem with the revised tibial insert. The patient was revised with a competitor knee revision construct. The procedure was completed without complications. Doi: (B)(6) 2015, dor: (B)(6) 2018, right knee.